Manufacturer narrative:
As reported, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. Initially it was reported that while ablating, the ECG became noisy and they saw no errors on the carto. They changed the ablation cable and this error appeared101 catheter eeprom error. The surgery was delayed 5 minutes. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on 15-mar-2023. The noise was observed just on ECG¿s in both the carto system and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. This event was originally considered non-reportable, however, bwi became aware of additional information that stated there was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm and have reassessed the event as reportable under the thermocool® smart touch¿ bi-directional navigation catheter. The reportable awareness date is (B)(6) 2023.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Initially it was reported that while ablating, the ECG became noisy and they saw no errors on the carto. They changed the ablation cable and this error appeared101 catheter eeprom error. The surgery was delayed 5 minutes. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on 15-mar-2023. The noise was observed just on ECG¿s in both the carto system and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The investigation was completed on 14-apr-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, error 101 "map: catheter eeprom error" was observed on carto 3 screen. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality and electrical tests of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic or eeprom issues were observed. An electrical test was performed, and no electrical issues were found. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22)/investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the device evaluation on the customer¿s reported ¿eeprom data error¿ and ¿signal¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 03-jul-2023 also linking the reportable signal issue to the carto 3 system. Therefore, assessed the reportable signal issue also under the carto 3 system with the awareness date of 03-jul-2023. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00783 for product code d132705 (thermocool® smart touch¿ bi-directional navigation catheter). (2) MFR # 2029046-2023-01596 for product code fg540000 (carto 3 system). D10. Concomitant medical products and therapy dates field updating the unk_carto 3 to carto 3 system. In addition, the event date was clarified. The b3. Date of event field was updated from 01-jan-2023 to 07-mar-2023. Additional information was received on 12-jul-2023. While ablating, they had a big ECG noise. Changed cable and error 101 appeared. Changed all possible materials but ECG problem not solved. The hotline was called and a ticket was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).